Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During medical procedure 2 drills broke at the beginning of the drill coil during drilling.